Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a procedure on monday to remove the device. The caller needed to know what type of leads the patient had implanted. The caller stated that it was not helping the patient. No further information was able to be provided. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.